Event description:
Clinical study: it was reported that during a coronary artery drug eluting stenting treatment procedure, mild withdrawal resistance was observe when the balloon delivery system was withdrawn from the stent. The index procedure treated one target, lesion. Target lesion 1 was a 3.0 mm vessel diamter, 90% stenosed, bifurcated lesion from the left main coronary (lmca) artery tot he proximal circumflex artery (cx). The lesion was 16.0 mm in length, and was severely tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus liberte 3.0x24 mm drug eluting stent. Upon withdrawal of the balloon delivery system from the stent, mild resistance was observed. No conplications were reported and the pt was discharged from he hosp 1 day post index procedure receiving asa and plavix.